Manufacturer narrative:
(B)(4). Physio- control performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted physio-control to report that their device would not power on during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the power pcb assembly, and observed proper device operation through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device would not power on during inspection. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device would not power on during inspection. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker failure analysis center further evaluated the removed power pcb assembly. It was observed that the capacitor on the pcb assembly, c7, was broken, which resulted in the device to not power on.